Event description:
Medtronic received information that four years and nine months following the implant of this bioprosthetic valve, the patient developed symptomatic aortic stenosis. The valve was explanted and replaced with another manufacturer's bovine pericardial bioprosthetic valve. Following the explant the surgeon noted that the explanted valve's leaflets were somewhat stiff and restricted. It was also noted that the leaflets did not form a complete seal. There were no adverse patient effects reported. The valve will not be returned, as it was discarded by the customer.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. User facility: (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.